Manufacturer narrative:
Device received with operating currents within spec. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No unexpected motor noise anomaly noted during testing. The motor was tested outside the device and passed. Unit received with intermittent esc, act and express buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 527 and over 200 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump and manual injections. The customer declined troubleshooting for high blood glucose level. The customer reported that the insulin pump had a motor error and buttons were harder to press. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.